Event description:
The medtronic representative reports that during a "normal" pump replacement, it was noticed that tissue had formed around the pump connector "in a mass." Additional information received that the patient's old pump was about to lose its battery power. During the procedure their physician had noticed that their old pump was turned up too high. After the physician replaced the pump, he turned it down "to the low 100's" and the patient kept improving the more the physician lowered it.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2011, product type: catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2011, product type: catheter. (B)(4). Analysis of the pump found no anomaly.